Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: ktt complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the external fixation surgery for distal part of upper wrist with the products in question. This is a report of an event in which a cell drill f4-125mm became stuck in the sleeve and could not advance. In this surgery, two other f2.5/4.0 and one f3.0/4.0 were used, but they could be used without interference in the sleeve. Because the product in question was one of the last, the surgeon inserted the cell drill without using a sleeve. Sales confirmed that the cell drill was interfering with the sleeve by looking at the actual products. The surgeon commented that the sleeve itself is made tight, so it might be better to use it more carefully to avoid slanting when using the narrower sizes. The same event occurred six months ago. No further information is available. Concomitant device reported: seldrill-schanzscr ø4/2.5 l80/20 ti (part# 494.769s; lot# 619p075; quantity: 1) seldrill-schanzscr ø4/2.5 l80/20 ti (part# 494.769s; lot# 660p588; quantity: 1) seldrill-schanzscr ø4/3 l100/20 ti (part# 494.772s; lot# 9l63185; quantity: 1) this report is for one (1)seldrill-schanzscr ø4 l125/40 ti this is report 2 of 2 for complaint (B)(4).